Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a wire breakage. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. Additional observation(s): the instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with site's clinical sales representative (csr) and obtained the following additional information: staff did not observe thermal damage on reported 8mm maryland bipolar forceps instrument. There was no arcing event. Patient did not experience any injury or adverse event during or after the surgical procedure. Patient information was not released.

Event description:
Refer to h11 for follow-up information.